Event description:
It was reported to philips that the system's footswitch was unable to perform fluoroscopy. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned procedure was performed by the customer and completed by by pressing the wired footswitch again. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not able to perform fluoroscopy. Review of the system log file showed that the fluoroscopy was activated and deactivated multiple times and no x-ray emissions occurred. Upon troubleshooting fse suspected a possible malfunction in the internal switches of the footswitches. To resolve this issue, fse replaced footswitch. The defective footswitch was returned to philips for analysis and found that one side of the unit was damaged and two antislip rings were missing. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.